Manufacturer narrative:
Date of event approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5140298.

Event description:
It was reported that the patient's lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively with good coverage. No further information has been obtained despite good faith efforts.